Manufacturer narrative:
Investigation. X-review DHR . X-inspect returned samples. *analysis and findings: (B)(4). Distribution history: this complaint unit was manufactured at csi on 6/13/2016 under wo's (B)(4) and shipped on 12/12/2016. Manufacturing record review: dhrs 195803 & 195804 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. Product receipt: the complaint unit was returned on repair log (B)(4). Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: no definitive root cause for this issue could be reliably determined at this time. *correction and/or corrective action the units' main board was replaced, tested to specifications and returned to the customer under warranty. As the unit's board was discarded no additional evaluation of the board is possible. As this product line is discontinued. No further corrective action is necessary. No further training required at this time. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Customer stated "wouldn't configure properly and switched settings while in use without being prompted to do so. It wouldn't cauterize properly. Lights all flashing. No heat coming through and wouldn't stay on desired settings." Repair tech stated "confirmed complaint: bad pc board set." Reference repair order (B)(4). Quantum2000 electrosurg 909075 (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Customer stated "wouldn't configure properly and switched settings while in use without being prompted to do so. It wouldn't cauterize properly. Lights all flashing. No heat coming through and wouldn't stay on desired settings." Repair tech stated "confirmed complaint: bad pc board set." Reference repair order (B)(4). Quantum2000 electrosurg 909075 (B)(4).